Manufacturer narrative:
Note: initial report did not have any boxes checked under "report source" and under "report type", "follow up" box was inadvertently, incorrectly checked. This correction is now being submitted to correct the previously submitted report to reflect the correct boxes (30 day and initial) that should have been checked on the initial MDR report submission.

Event description:
Note: final analysis found stretched coil. Response received from affiliate indicated that the coil stretching may have occurred as the coil was pushed in the microcatheter. The coil (pc418083030, lot g14169) did not advance through the microcatheter. Additional information received from the affiliate indicated that the coil got stuck in the microcatheter. The microcatheter used was sl-10. The entire coil was withdrawn. Unknown if the coil stretched or broke. The coil did not prematurely detach. An adequate continuous flush was maintained through the microcatheter. No damage was observed in the microcatheter prior to use. No patient injury reported.

Manufacturer narrative:
Note: this report is being submitted as initial/final. Additionally, no further reports will be forthcoming for this medwatch report. It was reported that the 8 mm x 30 cm presidio 18 cerecyte microcoil (pc418083030, lot g14169) did not advance through the sl10 microcatheter. The entire coil was withdrawn without the coil prematurely detaching. It was indicated that there was no patient injury reported. It is not known if the coil stretched or got damaged. An adequate continuous flush was maintained through the microcatheter and there was no damage noted on the microcatheter prior to use. Final analysis found stretched coil with follow-up investigation it was reported that the coil may have occurred as the coil was pushed in the microcatheter. The microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related to the resistance inside the microcatheter may have been removed prior to being returned. The 30.0 centimeter long coil was stretched approximately 94.5 centimeters at the proximal section. The distal section of the coil was undamaged. Located 1.0 centimeter approximately off the distal tip of the tip coil is a section of severe buckling. The coil unraveled out of the soldered section. A series of severe kinks were found to the core wire. The device positioning unit (dpu) and the coil were found protruding outside the sheath. No mechanical sheath damage resulting in an opened skive was found at wither protrusion sites or on the remainder of the sheath. There are two possible contributing factors to the coil becoming stuck inside the microcatheter. Both contributing factors may have acted in tandem or separately producing similar results. The primary contributing factor may have been due to distal interference. In this case interference producing a blockage may have temporarily anchored the coil which then would result in stretching during the removal process. The source of the interference; whether from a fixed or detached nature cannot be determined. The secondary, but equally important contributing factor was the selection of an incompatible 10 series sl-10 microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines that, proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. It further outlines that the micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the sl-10 microcatheter is 0.0165. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. Based on the reported information, mc selection not within the specified size as outlined in the instructions for use is an identified procedural factor contributing to the inability to advance the coil through the mc resulting in the stretching of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Evaluation summary attached